Event description:
Event description boston scientific received information that this patient recently experienced syncope and was hospitalized. It remains unclear when the syncope episode occurred. During the interrogation of the dual-chamber pacemaker, the physician found the device was in elective replacement time (ert) indication and the atrial channel had a high current drain of 18 ma. The physician reprogrammed the device from ddt to vvi, as the patient was in chronic atrial fibrillation. The device then revealed a new battery status of two years remaining. As the patient had a syncopal episode and they are 100% pacer dependent, the physician elected to replace the device. This device was explanted and a new single-chamber pacemaker was successfully implanted. The patient's chronic leads are from another manufacturer.